Event description:
It was reported during a left arm anteriogram with stent placement, the doctor tried to remove the balloon from the 8f arrow sheath and could not, so he had to remove the whole system. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The balloon catheter without the introducer sheath or guidewire was returned and evaluated. There were no visible defects on the shaft or the balloon. The balloon was partially filled with contrast media. A .035 inch guidewire could easily be inserted with no problems. The balloon was inflated to rbp (rated burst pressure) and there were no leaks. After drawing a vacuum on the balloon, it could only be inserted into an introducer up to the distal cone, at which point the balloon could not be inserted any farther. The result of the investigation is confirmed, and the root cause is unk. This product was used with a stent. This application is considered to be an off-label use for this device. The IFU (info for use) indicates the following: opti-plast xt peripheral balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac, femoral and renal vessels. Bard does not recommend the use of this product for procedures other than those mentioned above. The IFU also states; caution- if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.